Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 25 and 36 hours. The patient felt pain and removed the pod and saw the site was swollen, irritated and red. The patient was taken to see their doctor and was prescribed flucloxacillin. The patient's blood glucose levels rose to 22.3 mmol/l (401.4 mg/dl). A new pod was placed to lower bgs.

Manufacturer narrative:
Investigation found no damage or deficiencies that would contribute to infection at the infusion site. The formed needle, soft cannula, and bottom housing were all inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported infusion site event could not be determined.